Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 500 mg/dl. The customer experienced different blood glucose level of 562 mg/dl and 600 mg/dl. The customer¿s incident blood glucose level was 318 mg/dl. The customer did experience symptoms such as abdominal pain and dry mouth. Troubleshooting was done for high blood glucose. The customer was treated with insulin pump and injection for high blood glucose. Drive support cap was normal. The customer was wearing the insulin pump within 48 hours during the hospitalization. The customer stated that infusion set with bent cannula. The insulin pump will not be returned for analysis.